Event description:
During a laparoscopic cholecystectomy, the er320 clips were scissoring. There was no consequence to the pt. 1/24/97 another er320 was used to complete the case. Clinical follow up: 1/27/97 1415 contact person did not answer his page, left msg for him to call 800#. 1/29/97 nncl sent. 2/17/97 1530 the contact person called and said a couple clips were fired and scissored. A new applier was opened and used to complete the case.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.